Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is same as or similar to product distributed within the u.s. The device was returned to baxter (B)(4) and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a faulty display was confirmed during product evaluation. This condition was caused by a main display fault, horizontal lines on the screen. The main display was replaced to correct the reported condition. This involved a colleague p1.7 infusion pump with user interface module master software version 8.11.00. This issue has been escalated to CAPA.

Event description:
The facility representative contacted baxter (B)(4) to report a colleague infusion pump with the bottom third of the screen being faulty; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. The software version is currently unknown at this time. No additional information is available.